Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture no femoral imaging was performed. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. Na.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using three prostyle devices after an extracorporeal membrane oxygenation weaning interventional procedure. Femoral imaging was not performed. Reportedly, no suture was present when the plunger of three prostyle devices was removed, cuff misses occurred. A fourth prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) posterior wall suture placement, and / or possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.